Manufacturer narrative:
The reported event is confirmed- cause unknown. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation solution leaked from eyelets. Dissected balloon and (0.025") pin gage fit within perforation notch. (0.025¿ min reference) per the inflation notch & irrigation punching process, vs3041o, rev 10. This does not meet specification per (B)(4), revision 13 which states "bubbles are not allowed in the lumen plugging in the initial part of the lumen to be plugged and rtv or material should not obstruct the inflation notch, eyes and / or drain lumen, notch must be complete". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no pre-test, but came out immediately after insertion, reported pinhole in cuff.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no pre-test, but came out immediately after insertion, reported pinhole in cuff.